Manufacturer narrative:
Please note correction to d4 gtin # and h6 (method code). For the reported event a sales force case was triggered as per local procedures at the distribution site. Further actions including root cause analysis will be covered by that. So far, no evidence has been provided as to what exactly was ordered by the hospital. However, the use of the alleged nail received catalogue #(B)(4) lot k14b6bf as opposed to the preferred nail catalogue #(B)(4) and the collection of the kit at distribution are beyond the control of the manufacturer. It could not be excluded that this is distribution related issue which is covered by above shown sales force case. Finally, the IFU clearly points out that the inspection is recommended prior to surgery and to check also if all devices required for the surgical procedure are available. This case will be closed without further technical investigation at manufacturing site.

Event description:
It has been reported that has not notified the hospital of some very important missings when delivering the kit, causing it to be implanted to the patient with a nail size that was not the one required. The reference they needed is (B)(4) / the implant implanted is (B)(4) lot k14b6bf.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device was not delivered at the hospital.

Event description:
It has been reported that has not notified the hospital of some very important missing's when delivering the kit, causing it to be implanted to the patient with a nail size that was not the one required. The reference they needed is (B)(4) / the implant implanted is (B)(4) lot k14b6bf.